Event description:
The patient reportedly had skin flap breakdown due to the magnet strength. The patient developed fluid under the headpiece. The patient was prescribed clindamycin for one month. The patient did not use the device for 3 weeks. The patient's skin flap healed.